Event description:
No new information for this event description.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(6) implanted: (B)(6)2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21vdn, implanted: (B)(6) 2020, abandoned: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had the previous left lead in their body, not functioning. The new lead was on the right and was in use. No further complications were reported at this time. Additional information was received from a health care professional via a manufacturer representative. It was reported that the lead was abandoned (B)(6) 2020. Clarification was provided regarding the 'left lead not functioning.' The left lead was not providing therapeutic success. The patient was at a higher risk for infection, so the healthcare provider wanted to leave the old lead in, making it inactive for less trauma to the patient. The lead was intentionally left in the patient per doctor's request. There was no expected retrieval of the non-functioning left lead. No further complications were reported.